Event description:
It was reported the device gave an error alarm with message of "error 1871". No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem. According to the investigation, the pump was found to displaying "1871" error code message on power up when batteries were inserted. The investigation recommended the pump motor to be replaced to correct the reported issue. The problem source of the reported problem is unknown.